Manufacturer narrative:
A ge service rep performed an on site investigation. A complete collimator calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system display a "bad iris pot" error and stopped the boot up process. There is no report of death or serious injury associated with the event.